Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown colorectal procedure that when attempting to fire nothing happened. No staples were deployed, and the knife did not cut. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 03/28/2022. D4: batch # 473a65. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and no anvil present. The washer was not received and there were staples present. When the battery was installed the green checkmark does not illuminated, indicating that the device was not fired. A new washer was placed on a test anvil. The device was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.